Event description:
It was reported after a da vinci prostatectomy procedure, the set up joint for arm 2(sja2) z-axis cover came off during cleaning the system after surgery. While onsite to repair the sja2 z-axis cover the intuitive surgical field service engineer (fse) found an issue on the patient side manipulator (psm) when reviewing the system error logs. The psm is an instrument arm which is located on patient side car that provides the sterile interface for the endowrist instruments. The psm was replaced.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue with the axis brake. The psm failed the weighted brake drop test. The brake failure is directly related to the reported error code 23022. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found during in-house testing and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.